Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012501229 was returned and analyzed. The catheter was received without the guidewire threaded in and the guidewire lumen was extended. Visual inspection of the shaft and handle did not reveal any anomalies; however, a kink was observed on the pebax tube near electrode 1. Blockage in the slide control function was encountered and the catheter array was not able to be elongated completely using the slide control. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. The continuity test was performed with a multimeter via a catheter interface cable and showed a normal impedance for all electrodes on the array. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires; the electrode wires appeared entangled within the distal end of the shaft. During dissection, the distal part of the shaft where the wires were entangled was cut. The slide control worked normally and the guidewire lumen slid inside the shaft freely. The blockage of the slide control and the elon gation array issue was due to the entangled wire inside a braided part of the shaft tip. In conclusion, the reported array kink was confirmed during testing. The loop catheter did not pass returned product inspection due to electrode wire entanglement and a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was resistance and difficulty when withdrawing the catheter into the sheath. After somewhat forcibly retracting the catheter into the sheath and removing it from the patient, it was observed that the ring near the first electrode on the catheter was kinked. The steering knob was fully extended; however the ring could not fully extend, which was surmised to be due to the kink. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.